Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. No timeouts or drive stalls were observed. The pod generated an 0x10 alarm, indicating reset caused by sawcop expiration. No damages were observed that would contribute to the reported alarm. The cause of the 0x10 alarm could not be determined. The exposed portion of the soft cannula was observed to be bent and torn. The timing and cause of the observed cannula damage could not be determined. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: phone_control_ios. Cloud - omnipod 5 software app version: 1.1.6. Cloud - smartphone operating system: 18.1. Cloud - smartphone hardware: iphone14.3. Cloud - cgm sensor type: g6.

Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to over 250 mg/dl. In addition, the patient reports receiving a pod hazard alarm during wear.